Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one (1) infusor stopped running halfway through. It is unknown with what the device was filled. There was patient involvement; however, no patient injury or medical intervention was reported. Sample not available. No additional information.